Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report having problems inserting the sensors and having lots of blood come out at the insertion site. The customer also reported not being able to calibrate within 50%. The customer's blood glucose level was unknown. The customer wanted to return the product.